Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloon used in the same patient and procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloons were used in the bile duct during an endoscopic biliary stone removal procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon was inflated up to 12 mm but when tried to inflate with a bigger size, the balloon ruptured at 3 to 4.5 atm. The same problem occurred on the second cre pro wireguided dilatation balloon. The procedure was completed with a different device. There were no patient complications have been reported due to this event.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloon used in the same patient and procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloons were used in the bile duct during an endoscopic biliary stone removal procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon was inflated up to 12 mm but when tried to inflate with a bigger size, the balloon ruptured at 3 to 4.5 atm. The same problem occurred on the second cre pro wireguided dilatation balloon. The procedure was completed with a different device. There were no patient complications have been reported due to this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable issue of balloon burst. Block h10: investigation results: a visual and microscopic examination of the returned complaint device found that the balloon was torn longitudinally. No damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with scope or any other surface during the procedure could create friction on the balloon, caused the balloon to torn longitudinally, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.